Event description:
Philips received a report that the site was performing a renal scan on the skylight camera and using the handcontroller to translate and rotate the gantry on the camera. When the technologist released the buttons on the handcontroller, detector 2 continued to move. The site stated that there was no report of pt injury at the time of this reported issue.

Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to jan of 2007. The field safety engineer (fse) evaluated the system and replaced the ir receiver on the skylight camera which resolved the issue at the customer site. The log files of the reported event were evaluated by engineering which indicated that the collision was triggered by the collision sensors located on the arm of detector 2. In addition, engineering performed in-house testing of the reported event and upon releasing the buttons from the hand controller, the system motions halted. The skylight imaging system user manual, p/n 9201-5071c-eng rev a, contains several cautions and warning regarding the use and operation of the hand controller. (B)(4).